Event description:
It was reported that the patient presented to the hospital after receiving a shock. Device interrogation revealed true vf episode. Noise and oversensing were observed. Externalized conductors were seen under x-ray. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.